Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This report is being filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had a dilated atrium. Three clips were implanted, reducing mr to a grade of 3. On (B)(6) 2022, the patient returned to the hospital for a follow up appointment. Echocardiography was performed and showed the first two clips that were implanted had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) was due to the procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the reported recurrent mr. There is no indication of a product issue with respect to manufacture, design or labeling.